Event description:
A pt reported blood glucose results of "301 mg/dl, 51 mg/dl, and 81 mg/dl: with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.